Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced an adhesive malfunction with two infusion sets on (B)(6) 2026, with the tape not adhering properly and fell off upon insertion. No further information is available.